Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient underwent a generator replacement recently due to near end of service status; a high impedance (>10000 ohms) was measured during the first visit after the generator replacement. After looking on the x-ray it seemed that the lead pin was not fully inserted into the generator block. The review of manufacturing records confirmed that the device passed all functional tests prior to distribution. Further follow up indicated that the patient underwent a second surgery and the lead pin insertion into the generator block was corrected. The patient's vns system was tested upon the complete re-insertion and the system diagnostics returned the impedance results within the normal limits (2903 ohms). The patient outcome was ok.